Event description:
A call to technical services states that this chronic lead has noise. Patient had noise and inhibition. Patient received 17 shocks and a lot of inhibition. Patient made it to the ER. Patient is dependant. When they checked it, 2000. There was some chest wall stim. Plan is to cap the biotronik lead. The physician is dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).